Event description:
It was reported that the implantable cardiac monitor (icm) recorded asystole episodes where there was evidence that some of the t-waves were cut off at the time the signal was lost or when the signal beings again cuts in to a completed. There was also some non-physiological take off points. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8637 neuro pump (B)(6) 2009; 8711 catheter (B)(6) 2009. (B)(4).